Manufacturer narrative:
(B)(4).a sample was returned for evaluation. Visual tesing was performed and no defect was observed. Functional testing was performed with the set being tested under water for leakage using 0.56 bar of air pressure. No defects were observed and the reported condition was not confirmed. A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot. This issue has been escalated to CAPA.

Event description:
A customer reported to baxter (B)(4) a mirafilter extension set in which a leak was observed. According to the report, the set was found leaking at the level of the filter. The medication used with the set was fabrazine. The process step is prior to being connected. There was no patient involvement, injury, medical intervention, or adverse event associated with this report. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted.this device is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.